Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) evaluated the unit and could not duplicate the reported issue. Fse was able to verify the reported error code via the diagnostic log (drpt). It was also reported that the unit was displaying a error code message of blower temperature high. The fse duplicate the issue however; the customer was informed that a dirty filter could be the cause of the issue. The fse replaced solenoids three and four and data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue of proximal pressure sensor auto zero failed. The fse could not duplicate the issue of blower temperature high. Root cause: the data acquisition pcba was returned for failure investigation (fi). The da pcba board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of proximal pressure sensor auto zero failed. There was no patient involvement at the time the issue was discovered.